Manufacturer narrative:
Diopter: -17.00. (B)(4). Conclusions: conclusion not yet available. Evaluation is in progress. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.0mm icm120v4 -17.00 diopter implantable collamer lens in patient's right eye on (B)(6) 2010. Significant reduction of endothelial cell counting or significant endothelial cell loss was observed on (B)(6) 2015. The icl was explanted on (B)(6) 2015 and no other lens was implanted.

Manufacturer narrative:
Device evaluation: product evaluation found that the lens was returned dry in lens case/vial. Clear surgical debris was present on the product. Visual inspection found no visible damage to the lens. Dimensional inspection found that the lens measurements were within specifications. (B)(4).